Manufacturer narrative:
Clarification to e.1. Phone number: (B)(6). Clarification to h.6. Type of investigation code: the filler was injected into the patient and is not accessible for return. The syringe was not returned for evaluation. The event is a physiological complication and analysis of the device generally does not assist abbvie in determining a probable cause for this event. Further information regarding event, product, or patient details has been requested. No additional information is available at this time. A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. This is a known potential adverse event addressed in the product labeling.

Event description:
A healthcare professional reported that a patient was injected into the lips with 1 ml of juvéderm® volift¿ with lidocaine about 3 months ago. 2 months later the patient came in for a follow-up and the patient reported 6 weeks after the filler treatment that they started to develop hard lumps on their lips. 2 ml of hyaluronidase was injected. The patient came back again in a few weeks for a follow-up and there was no reduction in the nodules, but new nodules were palpable above their lip. There was no recent infection or vaccine or dental work; or tenderness or erythema. Symptoms are ongoing.